Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device the patient alleged having difficulty in breathing, sinus infections, severe sore throat, headache, nausea, dizziness, lightheaded, irritated skin on chin, memory loss, lack of focus, nasal/throat irritation or soreness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an difficulty in breathing, sinus infections, severe sore throat, headache, nausea, dizziness, lightheaded, irritated skin on chin, memory loss, lack of focus, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam became degraded and caused difficulty breathing, sinus infections, and memory loss. The patient did not report to receive medical intervention. The reported event memory loss and lack of focus is assessed as not related to the device in this case. The reported event of difficulty breathing and sinus infections is assessed as serious injury while headache, nausea, dizziness and lightheadedness, irritated skin on chin and nasal/throat irritation or soreness is assessed as non-serious event; both are possibly related to the product problem with the device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a follow up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed.